Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. Technical services (ts) was consulted and noted shock lead impedance was out-of-range during ambulatory monitoring and was recreated in-office with lifting of the arms. As such right ventricular (rv) lead troubleshooting to confirm/exclude lead impairment was recommended. From the discussion between the local area field personnel and ts, it was pointed out the doctor prefers to keep the patient under vigilance via the latitude remote patient monitoring system, considering the patient's complicated clinical and anatomic condition. No adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.